Event description:
Pt was implanted with tfn on (B)(6) 2012 for a subtrochanteric fracture. Pt was in a sitting position and when the pt stood up, the pt felt a "pop". Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. X-rays confirmed the nail broke post-operative through the helical blade/lag screw hole. Surgeon removed all hardware and pt was revised to a proximal femur plate. Procedure was completed successfully. This is the 2nd report of 2 for the same event.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. Investigation is on-going.